Manufacturer narrative:
At this time the device remains implanted and in service. This report will be updated should surgical intervention be performed.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. At this time the device remains in service and there have been no adverse patient effects reported.